Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the low battery alarm less than 1 week. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On (B)(6) 2022 customer alleged low battery alarm, battery lasts less than expected (charging battery anomaly). Insulin pump monitored for a day. Insulin pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Insulin pump passed displacement test, self test, a21 error test and passed off no power test. No low battery alarm during testing. Insulin pump history download using thds was successful. However, there is no data available on (B)(6) 2022, unable to perform data analysis for low battery alarm. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and stained end cap sticker. Device passed all required test. Charge/battery anomaly or low battery alarm anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.

Event description:
The device was returned for analysis.